Event description:
It was reported that the patient experienced a shocking sensation from her implantable neurostimulator (ins). Specifically, she received 3-4 "electric zaps" in the buttock and in the legs. The patient stated that she was sitting down at the dining room table and then went to stand up at the time she felt the shocking. It was noted that she previously had not felt her stimulation and went in for reprogramming after which she felt the stimulation. She did state that she was getting therapeutic benefit from the ins therapy. Follow up information received on (B)(4) 2012, indicated that the patient had turned off her ins system for the weekend and when she turned the device back on her symptoms improved. The patient was reported as doing fine.

Manufacturer narrative:
Lead: model 3889-28, lot# v891124, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).